Event description:
It was reported that, after the lead was connected to the neurostimulator at implantation, the screws were tightened and an impedance check indicated an open circuit (high impedances). This was repeated five times. The leads were then connected to a snap-lid connector and the neurostimulator. Impedance readings were then, normal. A second neurostimulator was opened and connected to the lead. Normal impedance values were seen.

Manufacturer narrative:
(B)(4). The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.